Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of serial number. G.9. Manufacturer report number revised and reported under 9612169-2025-01126. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced extensive glistening, consistent with early intraocular lens opacification. There are two medical device reports associated with this file. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.